Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the customer's device would not deliver energy, when attempted. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device would not deliver energy. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the customer's device would not deliver energy, when attempted. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and the white energy capacitor wire being disconnected from the j18 spade connector was determined to be the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.